Event description:
Correction: device was in clinical use at the time of the event.

Manufacturer narrative:
B5: describe event or problem is corrected. G4: 510k number is corrected.

Manufacturer narrative:
Remote support was provided during bridge call with hospital staff and philips network team. The team found routing compromised causing mass network failure. Routers were isolated, trunk cable removed, and rebooted. Router a was brought back online functioning as intended. Router b suspected to be initial cause, was rebooted and left isolated from router a. The site is up and running. Based on the information available and the testing conducted, the router problems caused loss of central monitoring. The device remains in use at the customer's site.

Event description:
It was reported that entire site inaccessible and monitoring in local mode on the philips supplied network. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. Remote support was provided during bridge call with hospital staff and philips network team. The team found routing compromised causing mass network failure. Routers were isolated, trunk cable removed, and rebooted. Router a was brought back online functioning as intended. Router b suspected to be initial cause, was rebooted and left isolated from router a. The site is up and running.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.